Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the outer protective sleeve does not rebound, resulting in continuous dripping of blood. The following information was provided by the initial reporter. The customer stated: after the blood collection tube is connected, the steel needle at the connection point of the blood collection tube is exposed, and the outer protective sleeve does not rebound, resulting in continuous dripping of blood. There is more blood on the patient's bed sheet, which pollutes the tip of the blood collection tube, and the blood collection should be accelerated blood vessel replacement, wipe blood collection tube body and head.